Manufacturer narrative:
Upon evaluation of the returned device, it was noted that there was tissue build up on the distal end. The probe was completely broken off, and the broken piece about 14mm long was also returned. The remaining portion of the probe measured about 5mm in length. Close inspection of the probe fragment surface found a black spot at a starting point on the edge of the non coated jaw-side. The ptfe pad (teflon pad) is worn, partially lifted up at mid-section exposing jaw metal beneath, but still attached to jaw and not suspected to be missing. There is evidence of thermal damage on the electrode grasping section and probe as both had charred marks. However, the wiper movement and the gold insulation was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The shaft was straight. The device was then checked with the usg-400/esg-400 and found both switches working, and the output activation tone is normal. Due to the broken probe, the device could not be checked for energy output. Based on the evaluation, the reported complaint of probe tip broke was confirmed. The legal manufacturer reviewed pictures of the returned device and noted that the breakage of the probe started at the area where the cracks developed. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn and partially peeled off. The device history record for the lot indicated no anomaly. This event is captured in the instructions for use and warned against: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. A root cause for incident could not be determined. However, based on the investigation photos attached by oekg and the past investigation results, the probe broken and the peeling of the tissue pad possibly occurred by the following mechanism: 1. The worn and peeling of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load.

Event description:
The customer initially reported a broken probe on the thunderbeat. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: tissue pad partial separation. Despite multiple attempts for additional information regarding the device and event, no information was obtained.